Manufacturer narrative:
Eval, results: as received, the physical dimensions of the device are within published ranges. The lead also passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00130. The patient was implanted with a surgical lead on (B)(6) 2010. It was reported that she was experiencing pain in her right rib cage. A CT scan was taken which revealed that the lead had migrated. Surgical intervention was undertaken on (B)(6) 2010 to reposition the device. The following day, the patient reported that she was now experiencing pain in her right rib. In an effort to resolve this matter, the physical removed the original lead and replaced it with different model. A port plug was inserted into the unused header of the ipg. It was later discovered however that the shelf life of the port plug had expired prior to implant. Follow-up on the patient found that the reported discomfort has subsided since the lead replacement. The explanted lead was returned to the manufacturer for analysis. The port plug remains implanted.